Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, the powered stapling device was being used for firing over the gastric vessels. There was issues with getting the reload on the adapter. Once it was on it would not open and close. The stapler stopped mid fire and had to retract the knife blade. This happened twice with two different reloads. There was also a problem taking the reload off. The surgical time was extended by thirty minutes or more due to the product problem. The stapler was not firing properly which led to having to fire multiple reloads. In order to resolve the issue and complete the case, changed the adapter. There was no patient harm. There was no patient injury. The patient has undergone chemotherapy or radiation treatments.